Event description:
Boston scientific received information that recently a boston scientific sales representative (sr) experienced difficulty with device interrogation. Later, it was determined that the patient underwent a change out procedure and no longer had our device implanted. During that attempted interrogation, a family member of this patient stated that the patient had recently had a syncopal event. As the patient does not speak (B)(6), attempts were made to discern the cause of syncope, but were unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.